Event description:
It was reported that during an angioplasty procedure using one nc euphora balloon catheter there was a discontinuity at the tip of the balloon catheter. There was a detachment/fracture of the tip. The issue was visible under endoscopy after the device was introduced through the guidewire. The device was inspected with issues noted. Negative prep was performed with no issues. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive use was not used during delivery. The balloon was removed and replaced with another balloon. The event did not lead to or extend hospitalization. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was later detailed during the device preparation of the balloon; no issues were noted. Then when the guidewire was passed and the fluoroscopy was performed, the tip of the balloon was noted not to be complete/correct. However, the tip did not separate into two pieces. No parts of the device remained inside the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned with multiple kinks on the hypo-tube, and stretching was evident to the distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the issue was visible under fluoroscopy after the device was introduced through the guidewire. A defect was noted. The device was inspected prior to use with no issues noted. The device was not kinked and re-straightened during use. Facility's full name: instituto das pequenas missionarias de maria imaculada hospital mother teresa medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.